Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Pre-implant aneurysm and vessel morphology are unknown. The patient's aortic neck was reported to have 45-degree of lateral angulation at implant. It was reported that at an unknown date the patient had an aorto femoral-femoral bypass. It was reported that there was migration of the bifurcated stent graft, and an aortic cuff was implanted. No additional clinical sequelae were reported and the patient is reported to be fine.